Event description:
Patient developed an infection following generator replacement surgery for end of service. The patient underwent an I&d procedure. It was reported that the surgeon had put in a port system to deliver antibiotics to the patient for eight weeks. Neurosurgeon indicated that the patient is presently doing well on IV antibiotics. It was reported that the patient developed a staph infection at the generator replacement site likely secondary to the fact that previuos surgeon implanted original generator in subcutaneous region of chest directly underlying skin incision, increasing the risk of infection at time of replacement.